Event description:
It was reported that the right ventricular (rv) lead may be fractured. It was also reported that there was noise seen during isometrics in ventricular fibrillation (vf) and non-sustained events. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary- the partial lead was returned in segments, analyzed and the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo.